Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There were some scars of the probe where the probe was broken off. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the probe had contact with something hard, and the probe cracked. After that, the probe broke when the probe received a load outputting or grasping tissue. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic assisted distal gastrectomy, the error occurred. And the surgeon found that the probe tip of the subject device was broken and fell off inside the patient. The surgeon retrieved the broken piece. The procedure was completed with another device. There was no patient harm reported without this event.